Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a device check after receiving a patient notifier for myopotential inhibition. The patient was asymptomatic. The device was reprogrammed.